Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the automated impella controller had a self check failure upon start up. The controller was removed from service. There was no patient involvement.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Data analysis: the console logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the automated impella controller console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. During firmware execution, the sau_powermod_1 hardware revision displayed as ¿n/a¿ and the firmware version also showed ¿n/a.¿ this occurred due to a communication issue between the device and the system. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Product history review summary: there were no issues related to complaint discovered when reviewing the product history of the console.

Manufacturer narrative:
Medical device removal code was removed from section h. Clinical assessment: none. Engineering assessment: there is no case associated with this complaint. There is no mention of medical device removal, only an issue with the aic starting up and pbm corrosion.